Event description:
Affiliate reported that after programming a medos valve, the surgeon performed an x-ray that showed that the valve properly worked. Once implanted, the surgeon realized that the fluid did not correctly drain from the ventricle to the peritoneal cathether. It was then necessary to explant the valve and implant, the pt with a new one on the same day and during the same procedure, the cathether that was initially implanted has not been explanted. It was only the valve that needed to be replaced, other than the fact that surgery was delayed there were no adverse pt consequences reported.